Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 591 mg/dl, 481 mg/dl,340 mg/dl, 284 mg/dl,302 mg/dl, 236 mg/dl, 222 mg/dl, and 294 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.